Event description:
During shift check, the customer observed that half of the autopulse platform's lcd screen (B)(6) was blank. The customer is unsure if the autopulse platform was dropped. Another battery was used, but the issue persisted. No patient involvement.

Manufacturer narrative:
The reported complaint that half of the autopulse platform's lcd screen (B)(6) was blank was confirmed during the visual-functional inspection. The root cause of the reported complaint was the defective lcd screen, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in october 2014 and is over 10 years old. The autopulse platform powered up, and it was observed that half of the lcd screen was blank, confirming the reported complaint. The malfunctioning lcd assembly was replaced to remedy the problem. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).